Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and air bubbles from the reservoir. The customer's blood glucose reading was 386 mg/dl. The customer treated with the pump to bolus. The customer's current blood glucose reading was 363 mg/dl. The customer stated that she experienced air bubbles for months. The approximate sizes of the air bubbles are 1 to 2 inches. The product was not returned for analysis.